Manufacturer narrative:
Integra life sciences engineers provided info based on the reported event - the osvii did not function during surgery. The complaint was unverifiable and its exact cause could not be determined. Without the actual device to evaluate and based on the provided info, no further investigation nor corrective action is deemed required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Add'l info received on (B)(6) 2011 for an osvii upgraded this report to a MDR. The reported info was as follows "it didn't work during an operation performed (B)(6) 2011." The pt did not incur an injury as a result of this event. Add'l info was requested.